Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call on (B)(6) 2018 that the patient had a high blood glucose of 500 mg/dl and was hospitalized. No symptoms or treatment reported. Patient reported having multiple bent catheters. Troubleshooting was performed but not completed. Reservoir will not be returned for analysis.